Manufacturer narrative:
The insulin pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had power error detected every 4 hours. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.